Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 using coolmax and to the upper abdomen on (B)(6) 2016 using coolcore. Treatment was given to the upper abdomen on (B)(6) 2016 using coolmax and to the upper abdomen again using coolcore and bra roll using coolcurve on (B)(6) 2016. Treatment was given to the upper abdomen using coolmax and to the bra roll using coolcurve on (B)(6) 2016. Treatment was given to the flanks using coolcore and to the inner thighs using coolfit on (B)(6) 2016. The patient developed paradoxical hyperplasia (pah/ph) 12 months after treatment and was diagnosed in all areas on (B)(6) 2018. Ph was described as soft, non tender, pliable, and has no border. There is enlarged tissue volume over the treated areas.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 using coolmax and to the upper abdomen on (B)(6) 2016 using coolcore. Treatment was given to the upper abdomen on (B)(6) 2016 using coolmax and to the upper abdomen again using coolcore and bra roll using coolcurve on (B)(6) 2016. Treatment was given to the upper abdomen using coolmax and to the bra roll using coolcurve on (B)(6) 2016. Treatment was given to the flanks using coolcore and to the inner thighs using coolfit on (B)(6) 2016. The patient developed paradoxical hyperplasia (pah/ph) 12 months after treatment and was diagnosed in all areas on (B)(6) 2018. Ph was described as soft, non tender, pliable, and has no border. There is enlarged tissue volume over the treated areas.